Event description:
The event is reported as: staples will not fire when trigger is pulled. No pt injury reported.

Manufacturer narrative:
No device will be returned for investigation. The investigation is ongoing, and a f/u report will be sent when completed.